Event description:
It was reported that the patient experienced syncope and was transported to the hospital. Upon device check, the lead showed unacceptable pacing despite changing setting to maximum output. The patient was inserted with a temporary lead for transcutaneous pacing. During the revision procedure, the lead was tested and noise was observed. The lead was partially explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data was collected from the device and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference (emi)/noise. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: advdd01 implantable pulse generator (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.